Event description:
The programming history database was reviewed which contained programming history from (B)(6) 2021. Reviewing the diagnostic data, multiple system diagnostics test were performed on this date and all resulted in high lead impedance. This confirms that not just interrogation was being performed during the surgery.

Event description:
Information was received that the devices were discarded.

Event description:
It was reported that during a battery replacement the device was interrogated in pre-op with 0% battery so impedance could not be seen. Once in surgery the first replacement generator was implanted and high impedance was seen. Lead pin reinsertion and screwing until 2 clicks was performed with system diagnostics again showing high impedance. The representative then used the accessory kit and ran multiple system diagnostics with high impedance still being seen. It was then believed that there was an issue with the generator and a second replacement generator was opened. During this time her tablet was reset to ensure there was not an issue with the tablet. The second replacement generator was implanted in patient with high impedance seen again and physician noted that the patient most likely has a lead fracture and will need a revision. The second replacement generator was then removed and same test resistor was used again showing high impedance with system diagnostics being performed. A different tablet was used from the neurology department and this showed the high impedance as well. The patient was then reimplanted with the first replacement generator and closed with the same leads connected. At a later date, the lead was removed. It was noted in pre-op that the impedance with the first replacement generator and old leads was showing to be normal and then when checked again was showing high again. The leads were successfully replaced. The explanted products have not been received to date. No additional relevant information has been received to date.